Event description:
A user facility reports a female had an intraocular lens implanted in 2005. The lens was recently explanted in a second surgical procedure. The reason for the explant has not been provided. However, the surgeon has requsted the explanted lens be examined to determine diopter. The returned lens was examined and verified to be as labeled. The focal length reading is 12.05 equaling a 32.0 diopter. Additional information including the patient's outcome has been requested.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. Several areas of yag damage and scratches were noted on the lens optic. The optical resolution was acceptable with a focal length reading of 12.05 equaling a 32.0 diopter. Our observations reasonably suggest the damage identified is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.